Event description:
It was reported that during a vascular stent procedure in the (B)(6), upon initial deployment, the trigger mechanism became unresponsive; therefore, the vascular stent system was exchanged over the wire for a new vascular stent system that was prepped and deployed successfully. There is no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No other complaint has been reported with regard to this lot number. Based on the evaluation results it is confirmed that a successful stent deployment was not possible. No indication was found for a manufacturing related issue. Potential factors that could have led or contributed to deployment issue have been evaluated. The attempt to deploy the stent without performing balloon pre-dilation may has been a contributing factor to the event reported. However, the alleged failure could not be reproduced and the complaint will be closed with inconclusive result.